Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced high blood glucose of 400 mg/dl. There are no symptoms related to high blood glucose were observed. Customer treated with manual injection and declined troubleshooting for high blood glucose. Customer also mentioned to have received lost sensor alert and performed and completed troubleshooting. Customer was assisted with finding lost sensor. Advised customer to call back if issue recurs. No product is expected to return for analysis.